Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had downstream occlusion alarms. This was observed when using the flush feature on the pump. The alarms occurred when using a 10ml prefilled non-baxter syringe; however, there were no alarms when changed to non-baxter 5ml prefilled flush. There was no report of patient injury or medical intervention associated with this event. No additional information is available.